Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a post operative infection after undergoing an unspecified gynecological surgery in which coseal was used. The coseal was applied laparoscopically with a duplospray machine (no further detail was provided regarding the surgical technique). Subsequently, on an unknown date, the patient developed a postoperative infection (not further specified). Treatment for the event and clinical risk factors for increased infection risk were unknown. No further detail was provided regarding the patient¿s outcome from the event. No additional information is available.